Manufacturer narrative:
Manufacturing investigation currently underway. We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4). Date of report (B)(6) 2022.

Event description:
Dose exported to 3rd party systems is different than what is in pinnacle 16.4.3 this behavior was identified at a customer site after they submitted a treatment plan for inclusion in a trial. The treatment plan was rejected by the trial because it did not meet dose requirements. Upon further investigation the user discovered that the dose information exported out of pinnacle did not match the dose in the plan in pinnacle. This issue is currently under investigation by the manufacturer.

Manufacturer narrative:
Manufacturer¿s investigation has identified a specific coding issue that was introduced in the development phase of pinnacle software version 16.4.2 as the root cause of this issue. This coding issue has been corrected and this fix is being distributed to the customer via installation of a service pack, specifically in this case, 16.4.3 service pack 1.

Event description:
Dose exported to 3rd party systems is different than what is in pinnacle 16.4.3. This behavior was identified at a customer site after they submitted a treatment plan for inclusion in a trial. The treatment plan was rejected by the trial because it did not meet dose requirements. Upon further investigation the user discovered that the dose information exported out of pinnacle did not match the dose in the plan in pinnacle.